Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the initial fluoroscopy for repositioning the right ventricular (rv) lead showed the superior vena cava (svc) coil unravelling proximally. When the stylet was inserted to attempt to reposition the lead, the svc coil unraveled further as tension was applied. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated, there was blood on the distal conductor of the lead and it was obstructed. The exposed superior vena cava defibrillation coil became extrinsically distorted, due to pulling/stretching/overstress. The exposed right ventricular defibrillation coil became extrinsically distorted, due to pulling/stretching/overstress. The distal conductor of the lead was obstructed, due to a stylet stuck in the lumen. Blood was observed, on the sleevehead of the lead. Blood was observed, on the shaft seal of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.